Event description:
Upon interrogating the device, no capture and low r-waves were observed. Lead dislodgement was observed via fluoroscopy. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.